Event description:
It was reported by the customer that a pyxis medstation es system tower door failed, delaying patient care. The customer reported that the user was not able to remove the medication until it was recovered by the pharmacy, which led to a delay in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to the intermittent failure of doors 6 and 7. A field service engineer cleaned and greased all latch assembly micro switches to resolve. Preventative maintenance was performed on the device. The system functioned as intended.

Event description:
It was reported that a bd pyxis medstation es system tower door failed, delaying patient care. The customer reported that the user was not able to remove the medication until it was recovered by the pharmacy, which led to a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1 patient identifier. D5 operator of device. H6 investigation codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 18-oct-2022 to 17-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to the intermittent failure of doors 6 and 7. A field service engineer cleaned and greased all latch assembly micro switches to resolve the issue followed by performing preventative maintenance. The system functioned as intended after the field service engineer troubleshot the device.